Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed infection on the abdominal incision. Symptom of fluid discharge was noted in the incision. It was also reported that the physician was unsure of what caused the infection. The patient was placed on antibiotics. The patient underwent spinal cord stimulator (scs) device explant procedure and was doing well postoperatively. The explanted devices will not be returned.